Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump was returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there was no activity related to the complaint observed in the pump history. The battery was not returned with the pump for investigation and the battery compartment and cap are intact with no physical damage or evidence of moisture ingress observed. The pump powered on normally and was exercised for 6 hours, no overheating or alarms were duplicated. The pump electrical current draws were tested and found to be within specifications. The complaint regarding pump and battery overheating could not be duplicated during investigation.

Event description:
The patient reported that the battery was hot to the touch and the pump was warm when she changed the battery after receiving a low battery alarm. She stated she was not injured. The patient confirmed that she uses lithium batteries, and that the battery type in the pump was set to lithium. She reported that the pump is not exposed to water or moisture, and that there were no signs of corrosion on the battery or in the battery compartment. The patient stated that battery life is only (B)(4). A review of the alarm history showed low battery alarms on (B)(6) 2011, (B)(6) 2011, and (B)(6) 2011. The patient stated that she confirms all warning, alarms, and alerts. She reported that the battery cap is secure, and is (B)(4). The patient did not note any damage to any other areas of the pump. The patient was advised to return the battery that became hot with the pump for investigation.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.